Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the cuff on the subglottic endotracheal tube would not stay inflated. The tube was checked pre intubation and the tube seemed fine; however, once it was in the airway it would not remain inflated. The tube was switched out for a new tube successfully. Additional information was received on 09/15/15 that the endotracheal tube was a size 7.5 and was inflated after it was removed successfully and replaced with a new 7.5 endotracheal tube. It was determined that there was a very small hole in the cuff and bubbling was noticed by way of saliva/sputum on the endotracheal tube. There was no harm to the patient, and all vitals remained the same.